Manufacturer narrative:
(B)(4). Date sent: 6/12/2023 d4: batch # 632a34 investigation summary: this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a black foreign matter was noted in the shroud. However, no blood or insect was observed. Based on the photos the event described can not be confirmed, hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 632a34, and no non-conformances were identified.

Event description:
It was reported that during the surgery, before used on the patient, noted there are mold stains foreign matters in the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.